Manufacturer narrative:
Block d2b: qrb. Block b3: exact date unknown, event occurred in approximately right after the battery replacement procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 15968904. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator paddle lead demonstrated impedance concerns. During the procedure, the physician was unable to advance the paddle lead and was only able to disconnect it from the extension. Consequently, only the extension component was explanted. The patient tolerated the procedure well and was reported to be in stable condition postoperatively.